Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 272, 141, and 121 mg/dl when testing was performed less than 5 minutes apart on the compact plus system. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.